Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior resection of colon, when the colon anastomosis was being performed, the device partially fired and there was an incomplete staple line. The incomplete anastomosis created a hole that had to be repaired by over sewing. There was tissue damage.